Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k355 was conducted.there were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k355 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). H.m. (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl disengaged from the bowl holder and broke during the treatment. The centrifuge bowl break occurred after 300ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and started a new ecp treatment with a new kit. The customer returned photographs for investigation.

Manufacturer narrative:
Photographs were returned for investigation the complaint kit was not returned for investigation. Review of the provided photographs verify the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber walls and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photographs showed the centrifuge bowl appears to have dislodged out of the bowl holder and impacted the centrifuge chamber wall. A material trace of the bowl assembly and its components used to build lot k355 found no related non-conformances. A device history record review did not result in any related non-conformances and this lot passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to the centrifuge bowl not being secured into the bowl holder during installation by the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4).

Manufacturer narrative:
The complaint kit, smart card, and photographs were returned for investigation. Review of the provided photographs verify the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber walls and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photographs show the centrifuge bowl appears to have dislodged out of the bowl holder and impacted the centrifuge chamber wall. A review of the data recorded on the returned smart card showed an alarm #7: blood leak (centrifuge chamber) occurred after 225ml of whole blood had been processed. The pump tubing organizer (pto) and an incomplete drive tube were the only kit components returned for evaluation. The customer returned the pump tubing organizer (pto) and part of the drive tube for evaluation. No pieces of the centrifuge bowl were returned. The drive tube is twisted at the location of the upper drive tube bearing stop, indicating that the drive tube was not rotating freely. A material trace of the bowl assembly and its components used to build lot k355 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to the centrifuge bowl not being secured into the bowl holder during installation by the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4), h.m. 22 mar 2023.